Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device location of device: into the uterine cavity / malposition of essure device location of device: left cornua/ perforation (uterus)') and menorrhagia ('menorrhagia') in a 34-year-old female patient who had essure (batch no. 629301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, crohn's disease, parity 3, follicular cyst of ovary, tiredness, weight loss, blackout, nausea, vomiting, painful defaecation and back pain (neck pain, joint pain). Previously administered products included for an unreported indication: ortho evra, lantus, humalog, prilosec, loratub, insulin and zofran. Concomitant products included insulin glargine (lantus) from (B)(6) 2012 to (B)(6) 2012 and insulin lispro (humalog) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("depression/ psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/ psychological or psychiatric problems condition: anxiety & mental anguish"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (d & c and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, vaginal haemorrhage and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: internal coil within the ende wel cavity nd 3 rings noted coming from the opening of the fallopian tube 5 rings were noted of the external spring in the ndornetrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: which confirmed that the essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, abdominal pain, dyspareunia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event outcome updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device location of device: into the uterine cavity / malposition of essure device location of device: left cornua') and menorrhagia ('menorrhagia') in a 34-year-old female patient who had essure (batch no. 629301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, crohn's disease, parity 3, follicular cyst of ovary, tiredness, weight loss, blackout, nausea, vomiting, painful defaecation and back pain (neck pain, joint pain). Previously administered products included for an unreported indication: ortho evra, lantus, humalog, prilosec, loratub, insulin and zofran. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2009, the patient experienced pelvic pain ("physical pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (d & c and hysterectomy with bilateral salpingectomy/ d & c). Essure was removed on (B)(6)2014. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, vaginal infection, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: internal coil within the ende wel cavity nd 3 rings noted coming from the opening of the fallopian tube 5 rings were noted of the external spring in the ndornetrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2009: which confirmed that the essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, abdominal pain, dyspareunia, dysmenorrhea . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device location of device: into the uterine cavity / malposition of essure device location of device: left cornua') and menorrhagia ('menorrhagia') in a (B)(6) year old female patient who had essure (batch no. 629301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, crohn's disease, parity 3, follicular cyst of ovary, tiredness, weight loss, blackout, nausea, vomiting, painful defaecation and back pain (neck pain, joint pain). Previously administered products included for an unreported indication: ortho evra, lantus, humalog, prilosec, loratub, insulin and zofran. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced pelvic pain ("physical pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (d & c and hysterectomy with bilateral salpingectomy/ d & c). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, vaginal infection, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: internal coil within the ende wel cavity nd 3 rings noted coming from the opening of the fallopian tube 5 rings were noted of the external spring in the ndornetrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2009: which confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, abdominal pain, dyspareunia, dysmenorrhea . Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet and medical record received. Events: "perforation (uterus), malposition of essure device location of device: left cornua/ migration of essure device location of device: into uterine cavity, physical pain, abdominal pain, abnormal bleeding vaginal, menorrhagia, infection (bladder/ urinary tract/vaginal) type: vaginal, depression, mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)" added. Reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.